Event description:
It is reported that upon implanting it was noted that the locking ring was not completely seated. The patient dislocated 1 week later.

Manufacturer narrative:
This report will be amended when our investigation is complete.